Event description:
Reference number (B)(4). Event occurred in the saudi arabia . It was reported on 29-aug-2024 that the patient was hospitalized for 4 days due to high blood glucose level of 300mg/dl. No further information available.